Manufacturer narrative:
Three tank samples with different lot numbers have been received by a company affiliate that have not yet been received by manufacturing for evaluation. The lot number previously reported in the original MDR is now reported as unconfirmed therefore, the lot number for this reported event is presently unknown. Additional information has been requested. The manufacturer internal reference number is: 2016-55085

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that ophthalmic gas was used during surgery in which the patient experienced an unspecified, post-operative visual field defect. Additional information has been requested.